Event description:
IV set tubing separated between the tubing and the clave. The unit "fell apart" when it was being connected to the patient. Unit sequestered. No harm to patient because this was caught before patient went to operating room. Patient was in interventional radiology prior to returning to ambulatory surgery. The radiology tech noted that the IV tubing pulled away from clave and had this occurred while patient was undergoing a procedure could have caused patient harm or delay in care. Materials management reviewed inventory for other devices with same lot number and no issues identified. Diagnosis or reason for use: enlarged lymph nodes. Event abated after use stopped or dose reduced: yes.